Manufacturer narrative:
Pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Scratched on liquid crystal display window.

Event description:
The customer's mother was reported via phone call that insulin pump had crack. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.